Event description:
Second revision surgery - infection. Reference 1st revision surgery - (B)(6).

Manufacturer narrative:
The reason for this revision surgery on (B)(6) 2013 was identified as an infection. The original surgery was performed on (B)(6) 2013, and the previous revision was performed on (B)(6) 2013, 25 days after the pervious surgery. The outcomes attributed to this event are life threatening. The healthcare professional indicated a serious risk to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of by the hospital and not returned to djo surgical for examination. The device history records for the 3dknee insert were examined. The product used in the previous revision surgery was processed through an acceptable hydrogen peroxide gas plasma sterilization process and was within its expiration date at the time of the implantation. A review of the device history records, product complaint report database, and sterilization records show this device met sterilization, design, and manufacturing requirements. Due to the short time between the previous revision surgery and this revision surgery, it is possible the infection was acquired at the hospital (nosocomial). It is also possible that the patient was not compliant with post-surgical instructions. No information was submitted with regard to the severity of the infection. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. The data reviewed in this report supports that this incident was not the result of a product or manufacturing process defect.